Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. However, the clinical report provided sufficient information to determine the root cause. Therefore, the cause of the positioning issue was patient movement from the patient sneezing. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump was falling out of the ventricle after the patient sneezed. The pump could not be readvanced, therefore, was replaced. There was no harm to the patient.